Event description:
Patient services received a call on 4/8/11. Caller stated that this lead needed to be replaced when they accidently burned the tip off during an ablation procedure. No other information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).